Event description:
The reporter stated, the surgeon inserted a cc4204bf collamer single piece lens and the plunger overrode and tore the lens. The incision was enlarged to remove the lens and sutures were required to close the incision.

Manufacturer narrative:
.